Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be mechanical failure, amplifier card faulty, operator error, user hypersensitivity to latex, bacterial infection. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the article talking about burden of infection for foley days and any information about long term chronic catheters and suprapubic catheters and finally anything about urinary retention. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the article talking about burden of infection for foley days and any information about long term chronic catheters and suprapubic catheters and finally anything about urinary retention. It was unknown what medical intervention was provided for infection.